Event description:
The customer reported that he was hospitalized for low blood glucose levels, with a reading of 25 mg/dl. The customer stated that he had been experiencing a series of low blood glucose episodes since his last doctor's visit. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the daily totals did not add up correctly. The customer also stated that he had made changes to the basal rates recently. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.